Event description:
Patient allegedly rejecting implanted ankle plate and/or other implants.

Manufacturer narrative:
Additional medwatch forms associated with this incident are: MDR number, part number; 3025141-2012-00015, 70-0147; 3025141-2012-00016, 70-0229; 3025141-2012-00017, ca4140; 3025141-2012-00018, ca-4400; 3025141-2012-00019, co-3200; 3025141-2012-00020, co-3220; 3025141-2012-00021, co-3260; 3025141-2012-00022, co-3320; 3025141-2012-00023, co-3380; 3025141-2012-00024, co-3400; 3025141-2012-00025, co-3400; 3025141-2012-00026, col-3120; 3025141-2012-00027, col-3120; 3025141-2012-00028, col-3160; 3025141-2012-00029, col-3180; 3025141-2012-00031, col-3200; 3025141-2012-00032, col-3380; 3025141-2012-00033, ws-1607st; 3025141-2012-00034, ws-1607st; 3025141-2012-00035, ws-1607st.